Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose level was unknown. Customer was assisted with troubleshooting. The customer also stated that insulin pump had red line on the right side of the screen on the display. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with discoloration with red vertical line on display due to slightly bending of the lcd glass. The insulin pump passed the self test and the displacement test.